Event description:
The customer reported on (B)(6) 2013 at 12:14 am her blood glucose reached 287 mg/dl (alternate meter) less than 24 hours after the pod was activated. Upon inspection she noticed the cannula was kinked and there was white discoloration at the very tip of the cannula. The pod was removed and discarded.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.